Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that their symptoms seemed to regress after they had their left hip replaced 2 months ago. The patient thought the hip replacement surgery might have been related to the loss of therapy because the surgeon used a hammer and chisel for the hip replacement surgery which was about half an inch from the ins site. The patient thought the hip replacement surgery might have "juggled something loose." The patient confirmed they were able to connect to the ins and increase the amplitude until they felt comfortable stimulation. The patient will maintain stimulation level and continue to monitor symptoms. The patient was redirected to their healthcare provider to further address the issue. The patient has an appointment with their hcp on (B)(6).